Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device sterility has not been breached. The initial report was forwarded in error and should be voided. Visual evaluation of the returned products confirmed the presence of a crease in the seal of pouche. However, there is no open path or channel through the seal. Sterility was not breached. No other damage was noted. Therefore, the products are acceptable per zimmer biomet acceptance criteria [sterility of the pouch is not compromised].

Event description:
Upon receipt of additional information, it has been determined that this device sterility has not been breached. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign - country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03537, 0001822565 - 2020 - 03539.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. No patient involvement. No additional information.